Event description:
Integra neurosciences licox brain tissue oxygenation monitoring system catheter was placed and secured at the beginning of the procedure. Upon removal of drapes the attachment was noted to have become loosened. Company rep (B)(4) present.